Manufacturer narrative:
An event of heart block during and after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's left bundle branch block (lbbb) due to calcification of the aortic annulus, and the patient's accelerated idioventricular rhythm/arrhythmia and tachycardia are believed to be related to the implant procedure and the patient's past medical history. Based on available information, the reported event appears to be related to a combination of patient condition and the implant procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) it was reported that on 22 december 2023, a 23mm portico ng/navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block, after performing a pre-implant dilatation and persisted after procedure. The patient had been consciously sedated for procedure. The pre-implant balloon aortic valvuloplasty had been performed using an 18mm non-abbott device that was inflated twice. It was noted that the 23mm portico ng/navitor valve had been re-sheathed once during procedure due to being deployed too low. Pacing of less than 120 beats per minute was performed for valve stabilization. The final non-coronary cusp implant depth was 3.2mm and the final left coronary cusp implant depth was 4.4mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. No treatment was performed or planned for the left bundle branch block. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the procedure reported. On 26 december 2023, it was noted via electrocardiogram. That the patient had an accelerated idioventricular rhythm. It was also noted that the patient had tachycardia of up to 125 beats per minute, induced by walking. The patient was hospitalized for observation and showed good atrioventricular conduction and intraventricular conduction delay. No treatment was performed or planned. It's believed that the patient's left bundle branch block (lbbb) due to calcification of the aortic annulus. The patient's accelerated idioventricular rhythm/arrhythmia and tachycardia are believed to be related to the implant procedure and the patient's past medical history. There is no allegation of malfunction against the abbott device or procedure. The patient was stable in sinus rhythm with paroxysmal episodes of junctional rhythm and discharged at the time of report. No additional information was provided.